Manufacturer narrative:
Software analysis could not determine the probable cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no fault found, the issue could not be confirmed or replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the verify instruments task of a sacroiliac and thoracolumbar procedure the site had issues tracking the reference frame. The site stated that they could not see the reference frame (spine air frame) when pointing the camera of the system at the instrument. Th system was rebooted and the site was able to track the spine air frame. The clinical specialist (cs) for the site was not present during the case so he could not provide any basic troubleshooting to the site (ie line of sight, spheres). There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.